Event description:
This study case report was received from an investigator in (B)(6) on 20-apr-2009 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on 31-aug-2009 which qualifies this case as an incident. Study description: study , essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6) the patient's medical history included 02 children, curettage, hypertension arterial, and hyperthyroidism. She denied menstrual pain. She used combined pill as contraceptive. Her last menstrual period was on (B)(6) 2009. On (B)(6) 2009, the patient had essure 305 (fallopian tube occlusion insert) implanted for permanent sterilization. Uterine distention was done. Condition of uterine cavity was atrophic and the patient did not have retroverted uterus. Ostium was visualized only on right side. The procedure was started on left side. It was difficult to introduce the catheter into the tubes due to perception of obstacle on the left side and poor visualization on both; left system was placed without ostium visualization. At the end of procedure she had 2 coils externally visible in the uterine cavity on the left side and 4 coils on right side. The physician used 2 inserts. The procedure took 7 minutes and bilateral placement was successful. The patient complained of pain during placement on the left side, during passage through the cervix. Vasovagal syncope during the procedure was denied. The patient was very satisfied with the procedure and another procedure at the same time was not performed. Combination pill was used after placement and before confirmation test. On (B)(6) 2009, at 3-month visit, postoperative bleeding was reported. On the same day, radiography was performed and showed that inserts were not symmetric and the distance (proximal portions) was <4 cm. At 3d ultrasound inserts were seen from the cavity to the horn and there was nothing to report. A hsg (hysterosalpingogram) was performed and showed unilateral occlusion with left horn permeability and essure outside of tubal light. A second confirmation examination was done on (B)(6) 2009 with similar findings. On (B)(6) 2009, patient was submitted to a laparoscopy and essure was removed. During the surgery, implant was seen 2cm outside of serous uterine, and there was perforation of left uterine horn due to essure implant. Implant ablation was easy by traction. There was no bleeding and implant was complete. Two filshie clips were placed. Investigator considered the final result of the procedure as a device failure due to abdominal migration and patient was not very satisfied. Ptc investigation result was received on 02-apr-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 145 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and at 3-month examination, essure was found in wrong position. She was submitted to a laparoscopy, which showed a left uterine horn perforation. Essure was removed. Additionally she experienced bleeding (regarded as genital bleeding). The reported events are listed according to essure's reference safety information and were considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure was inserted with difficulty and without ostium visualization in the left side; this may have been a contributory role in the reported perforation. Therefore, based on the available information, this event was considered as related to the suspect insert/procedure. Regarding genital bleeding causality with essure cannot be excluded due to its close temporal relationship with device insertion. Since an intervention was required, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Correction on (B)(6) 2015 following reconciliation with study database: the patient's center ID was (B)(6). Follow up information received on 04-dec-2015: the investigator reported that perforation was probably not secondary to essure insertion but occurred during essure insertion and was diagnosed 3 months later during control examination. Follow up information received on 07-dec-2015: the investigator confirmed good insert position on right. Updated ptc result received on 14-dec-2015: final assessment without major changes. Medical assessment the reported events are known, possible, undesirable events and not indicative of quality deficit per se. Since no batch number was reported a batch investigation with respect to similar adverse event cases is not applicable. Updated ptc result received on 21-jan-2015 without major changes. Follow-up received on 22-jun-2016 with additional information on 23-jun-2016: the event term left uterine horn perforation was amended to performing left uterine horn. Essure lot number was 628429. The perforation on left uterine horn occurred on (B)(6) 2009. The patient was hospitalized from (B)(6) 2009. The perforation was discovered during a coelioscopy of control (bad position of essure). Essure was removed on left tube, right coil was ongoing (the complaint sample was not available). Filschie's clips were implemented on right and left tubes. The event was considered serious due to hospitalization and as a medical/surgical intervention was required. It was regarded as related to essure, and no outcome was provided. Treatment included paracetamol and spasfon. Company causality comment this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and at 3-month examination, essure was found in wrong position. She was submitted to a laparoscopy, which showed essure was performing (as reported) left uterine horn (previously reported as left uterine horn perforation). Left essure was removed. Additionally, she experienced bleeding (regarded as genital bleeding). The reported events are listed according to essure's reference safety information and were considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure was inserted with difficulty and without ostium visualization in the left side; this may have been a contributory role in the reported perforation. Therefore, based on the available information, this event was considered as related to the suspect insert/procedure. Regarding genital bleeding causality with essure cannot be excluded due to its close temporal relationship with device insertion. Since a surgical intervention was required for device removal, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit. An updated analysis is expected (lot number provided upon follow-up).

Manufacturer narrative:
Follow-up information received on 08-aug-2016: quality-safety evaluation of ptc: the bayer reference number for the ptc report is: (B)(4). Lot number: 628429 manufacturing date: 2008/11 expiration date: 2011/11. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-aug-2016 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed 298 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study ((B)(4)). She had essure (fallopian tube occlusion insert) inserted and at 3-month examination, essure was found in wrong position. She was submitted to a laparoscopy, which showed essure was perforating left uterine horn (previously reported as left uterine horn perforation). Left essure was removed. Additionally, she experienced bleeding (regarded as genital bleeding). The reported events are listed according to essure's reference safety information and were considered serious due to medical importance. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, essure was inserted with difficulty and without ostium visualization in the left side; this may have been a contributory role in the reported perforation. Therefore, based on the available information, this event was considered as related to the suspect insert/procedure. Regarding genital bleeding causality with essure cannot be excluded due to its close temporal relationship with device insertion. Since a surgical intervention was required for device removal, this case was considered an incident. According to product technical analysis, a review of the manufacturing batch record was performed and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. A review for similar cases for this batch resulted in no unusual pattern identified. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.